Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-01101. Additional information revealed the patient was admitted to acute rehab where he is undergoing patient therapy to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-01101. It was reported that patient experienced post-operative pain and lack of mobility in their right leg after an implant procedure on (B)(6) 2021. Imaging revealed that the right lead had migrated. Troubleshooting was unable to resolve the issue. As a result, patient was hospitalized and underwent a decompression surgery on (B)(6) 2021 to address the issue. It is unknown which lead migrated, so both leads are being reported.